Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision. Asr xl. Right hip. Reason for revision: pain, walking difficulty and elevated metal ions. Doi: (B)(6) 2006: dor: (B)(6) 2021; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device was implanted approximately 15 years prior a need for revision surgery. It is not suspected any error in device manufacture was the root cause for the problems reported. A manufacturing records evaluation (mre) was not performed. Device history lot : the device was implanted approximately 15 years prior a need for revision surgery. It is not suspected any error in device manufacture was the root cause for the problems reported. A manufacturing records evaluation (mre) was not performed. Corrected: g1.